Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during drain three of four of peritoneal dialysis therapy on the homechoice. The patient was not connected at the time of the alarm. During troubleshooting, the patient reported that they had disconnected themselves without using proper disconnect procedures and reconnected to the patient line after the alarm occurred. The technical services representative assisted the patient in clearing the alarm and reviewed proper procedures with the patient. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.